Event description:
Reportable based on analysis approved 08 january, 2007. It was reported that during a pta treatment procedure, guidewire difficulties were encountered. The lesion was a 90% stenotic lesion located in the superficial femoral artery. The customer stated that, "it got weakened at the distal." The guidewire was not manipulated through a metal entry needle. No resistance was met with insertion or removal of the guidewire. The wire did not appear kinked or fractured. The procedure was successfully completed with another of the same type of guidewire. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The customer's complaint was confirmed. The device received with an overall length of 198.2cm and distal end in a kinked condition. Additional examination revealed a fracture at approx 4mm from the distal end exposing the core wire. It was determined that a segment of approx 0.7" in length is missing and was not returned for investigation. No other damage or inconsistencies were observed to the unit. The fracture exhibited evidence of compression on side "a" and tension on side "b". The fracture surface also exhibited elongated ductile dimple ruptures in a shear / tear direction. The observations made are indicative of a bending overload moment. No material anomalies were observed. The device history record was reviewed and found to meet all requirements. The lot met all specifications. The reported lot number has not been involved in any additional complaints. Based on the fracture features, the unit failed as a result of a severe bending moment. The exact root cause and/or circumstances under which the fracture occurred cannot be determined at this time based on the complaint info and the evidence presented by the incident device. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.